Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the very tortuous and very calcified obtuse marginal (om). A 330cm rotawire¿ was used to advance to the target lesion. Rotablation was done with a 1.25mm burr for about 8 runs. Then, the physician noted that the revolution became low and felt that it was not right. The wire was noted to be broken. The wire was then pulled out by placing a non- bsc guide catheter around it and inflating a balloon inside the catheter. No further patient complications reported and patient¿s condition was stable.